Manufacturer narrative:
(B)(4). Batch # n56512. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the endoscopic gastric surgery, after fired, found the staples malformed with irregular shape. Could not open the jaw, opened the closing trigger manually with force to open the jaw. Another like product was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch # n56512. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.